Event description:
Customer's mother reported hospitalization due to high blood glucose levels and ketones. Customer's blood glucose reading at the time of the hospitalization was over 300 mg/dl. Customer reported feeling sick prior to the hospitalization. Customer was treated with insulin correction and IV fluids at the hospital. Customer also reported receiving error messages on their insulin pump. Caller declined any troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.